Event description:
During on-site service, the baxter service technician experienced an f-94 alarm (configuration option settings checksum is not 0) on a flogard infusion pump. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and a power on self-test were performed. During the power on self-test an f-94 alarm was identified. The alarm was caused by an inoperative main battery. The battery was replaced; the pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.